Event description:
Used ministick max for access to right femoral artery. Most of exterior catheter split into patient. Had to call dr [(B)(6)] to cut down and remove device. Patient intubated and sent to ICU.